Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not appeared on the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that a patient was not showing on two stations. A technical support specialist (tss) dial into server and found that the patient had two admission records under 2 locations, both with the same time. The tss found each record was associated with a unit under mbup, which was not part of both the stations area and that¿s why the patient was not showing up on those devices. The tss explained the customer the reason for the issue was due to the wrong submission during the admit and to resolve this, it was necessary to request the admissions team to update the unit assignment for the patient to match the unit associated with the pyxis device, which would ensure the patient appeared correctly on the pyxis stations. The system functioned as intended after the technical support specialist troubleshot the device.